Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. The catheter was functionally tested, and the deployment slider and array worked in all positions without resistance. Next, they were able to successfully flush the catheter with saline and no leaks were observed. To ensure there was no hidden leak path the catheter was dissected and examined under a microscope, but no interior leaks or tubing damage were found. Images of the device were also provided from the field, but no defect or issue was displayed in the pictures. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush port of the catheter was leaking. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush port of the catheter was leaking. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.